Manufacturer narrative:
(B)(4). Following information was requested but unavailable. Should it become available at a later date, supplemental report will be submitted: can you please explain more event details? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, did the device staple but the cut line was short or not complete? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? Were the tissues that were torn managed? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during the resection, the surgeon had clamped the device on a patient's tissue but it neither cut, nor opened. Some tissues tore off.